Event description:
Customer called stating that her meter was missing segments in the display. Customer asked to return meter for further evaluation, and a replacement was provided.

Manufacturer narrative:
Upon receipt of meter performance testing was conducted, which determined that the meter did have segments missing in the display. The complaint was confirmed. This complaint is considered closed for MDR purposes.